Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. Review of the submitted system controller log file confirmed the reported pump power elevations ranging from 8.2-12.1 watts between (B)(6)2017 and (B)(6)2017; however, the report of suspected thrombus and a specific cause for the pump power elevations could not be conclusively determined through this evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that the patient's shortness of breath had also improved at the time of the repeat tee. The structure observed in the first tee was suspected to be a thrombus. No further information was provided.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 during a routine check of the lvad system, an increased pump power consumption up to 12w was observed in the system controller history. The patient was reportedly also short of breath. A transesophageal echocardiogram (tee) showed a fluctuating structure on the inflow cannula. A repeat tee performed a few days later revealed that the structure was no longer there. The system controller log files did not show any additional pump power elevations. No additional information was provided.